Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6.5 cm distal to the df4 connector pin. The insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not show deviations that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped due to high pacing and shock impedance. Should additional information be received, this file will be updated.